Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right ventricular (rv) lead had an unspecified oversensing. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.